Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one mobi-c implant for the failure of implant fish mouthing anteriorly (misalignment) contributing to migration. This device is used for treatment. Device evaluation: "the articulating surface of the polyethylene insert showed burnishing and multidirectional scratches. The cutouts and articulating surface of the polyethylene inlay were deformed, but there was no evidence of impingement on the endplates. Stage iii analysis was conducted to assess the condition of the polyethylene insert. Stage iii analysis found a low to moderate oxidation levels of the insert (1 = oi = 3) and mechanical properties consistent with this level of oxidation." There were no signs of device damage that would have contributed to this event. The x-rays provided by the reporter were reviewed. The second x-ray shows the alignment of the plates at the c5-6 is "fish-mouthed" which indicates that the device was not centered when placed, the pll was not fully released, or the incorrect implant height was chosen for this patient. The complaint is confirmed for misalignment. DHR review the DHR was reviewed and there were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Complaint history: a complaint history review was performed. Potential root cause: based on the review of the provided x-rays and the device analysis, the cause can likely be attributed to not being centered when placed, the pll was not fully released, or the incorrect implant height was chosen for this patient. However, the definitive root cause cannot be determined. Corrective/preventive action: no corrective or preventive actions are recommended at this time

Event description:
It was reported that a patient underwent a revision surgery to remove an implant that migrated postoperatively. The implant was removed using a tonsil clamp and was replaced with alternate hardware. There were no reported additional patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant that migrated postoperatively. The implant was removed using a tonsil clamp and was replaced with alternate hardware. There were no reported additional patient impacts.